Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. What confirmation was received that the device was fully fired? 2. Were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open colectomy procedure that on the first attempt to close the device the anvil did not lock down. On the second attempt the device fired but the surgeon did not believe that the staples properly deployed. A leak test was done and a leak was found. Surgeon then did a hand sewn anastomosis. Procedure was extended an unknown length of time. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 11/28/2023. D4: batch # 446c72. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. Ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 446c72, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2023. Additional information received: the device in question was an eea stapler that was initially married to the anvil. There was a click felt confirming the anvil and stapler were married. The stapler was closed and as this occurred the anvil fell off! Thinking it was user error I re-inserted the anvil into the stapler. This time the two remained connected and the stapler fired. The stapler was then loosened according to instructions. The stapler and the anvil were then attempted to be removed from the colon. This is when we realized there was a problem. We could not remove the device from the colon. I was able to pull the anvil from the stapler. Not being able to confirm the anastomosis was good, I opted to re-resect the portion of the colon and do a hand sewn anastomosis. No leak test could be done. Additional information was requested and the following was obtained: 1. What confirmation was received that the device was fully fired? The device fired and the normal audible confirmation was heard. 2. Were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? If yes, please explain. The staple anastomosis was resected and submitted for pathologic review. This review demonstrated an intact anastomosis.

Manufacturer narrative:
(B)(4).date sent: 11/7/2023. D4: batch #446c72. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. Ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 446c72, and no non-conformances were identified. Additional information was requested, and the following was obtained: what confirmation was received that the device was fully fired? Rep was told that there was a green check but didn't mention if they heard a crunch. Were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? If yes, please explain. The rep was told by the dr. That after fired the staples did not form correctly. They cut the staples out and repaired with a hand sewn anastomosis.